Event description:
The catheter is leaking around the hub.

Manufacturer narrative:
Utmd is reporting this event because a leak occurred during use of a utmd PICC catheter, and the pt lost about 5 cc of blood. The medical practitioner user did not report a risk of serious injury to the pt. The returned catheter has a leak in the over-molded hub of the catheter.